Event description:
It was reported that this pacemaker recorded a rcd (red call doctor) icon and was not connecting to the communicator. Latitude data was reviewed and it was found that this pacemaker recorded code 1003, indicative of battery voltage too low for the projected remaining capacity. Technical services (ts) referred the patient to their clinic. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Additional information added to b5. B1, b2, f10 and h6 updated. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker recorded a rcd (red call doctor) icon and was not connecting to the communicator. Latitude data was reviewed and it was found that this pacemaker recorded code 1003, indicative of battery voltage too low for the projected remaining capacity. Technical services (ts) referred the patient to their clinic. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received. The patient was contacted and device replacement will be scheduled. Additional information was received. This pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information added to b5.

Event description:
It was reported that this pacemaker recorded a rcd (red call doctor) icon and was not connecting to the communicator. Latitude data was reviewed and it was found that this pacemaker recorded code 1003, indicative of battery voltage too low for the projected remaining capacity. Technical services (ts) referred the patient to their clinic. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received. The patient was contacted and device replacement will be scheduled.